Event description:
It was reported that the ilet user experienced elevated blood glucose after lunch believed a meal announcement had been made, but device data review indicated no meal announcement occurred. Symptoms included hyperglycemia with a reported glucose of approximately 250 mg/dl. Outcomes included correction and return to target range following ilet automated corrections, with no hospitalization or alarms reported. Investigation included review of device data and user report, as well as troubleshooting and education on proper meal announcements. Investigation of this case revealed a missed meal announcement resulting in no meal dose delivery, consistent with user handling rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.